Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 300 mg/dl with moderate levels of ketones. The customer administered boluses via the insulin pump and syringes to address bg levels. System check with tandem's customer technical support indicated that the pump was performing as intended. Recommendation was made to discuss diabetes management with health care provider.